Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten. There was no battery or cartridge cap returned. All testing was performed with a test cap. The pump intermittently power on with a test battery cap. During investigation, the load step function was performed to exercise the motor. There were no meter errors observed. There was no evidence of debris observed inside the cartridge compartment. The 24 hours basal program basal program failed due to an intermittent power condition. The complaint of the ¿call service alarm¿ was unable to be adequately investigated due to the inability to run the pump for 24 hours. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, call service alarm 064 occurred. The patient reported a blood glucose excursion of between 250 and 500 mg/dl with no associated symptoms reported. The alleged hyperglycemic event did not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.